Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the bottom cases are in excellent condition. Customer has received replacement for this unit. The pump event history showed a base hardware failure and battery communication timeout error messages. During power up process a base hardware failure was found and a battery communication timeout error followed. The reported issue was caused by the interconnect board which does not operate as intended and possibly caused the battery communication timeout. The root cause of the issue is unable to be determined, there was no physical damage / contamination to interconnect board. The technician did not make any repairs to the device.

Event description:
It was reported that a base hardware failure was observed. No patient injury was reported.